Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home care patient that they presented to emergency room with high blood glucose of 596mg/dl and life-threatening ketone levels. It was reported that the infusion set cannula looked kinked but believed it was kinked upon pulling out. The patient was placed on an intravenous drip of insulin. Follow-up indicated that patient was discharged from the emergency room. No further adverse events reported at this time.

Manufacturer narrative:
.

Event description:
It was further reported that at the time of discharge from the emergency room on (B)(6) 2016, the patient no longer had ketones present and was in her target range. The blood glucose was also stated to be within target range as well.